Event description:
It was reported that the customer did not receive a no delivery alarm when the reservoir ran out. Customer stated this has happened twice where he'll let the reservoir run out and there is an absence of a no delivery alarm. Customer does get the low reservoir alert at 30 units, but he likes to use up all his insulin before he changes it out. The only way that the customer found out was due to having high blood glucose levels. Customer stated it happened 2-3 weeks ago. Customer confirmed that his most recent blood glucose level was 119 mg/dl. Customer was assisted in performing the high pressure test. Customer was advised to monitor the pump and call back for assistance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).